Event description:
It was reported to boston scientific corporation that during a vaginal vault prolapse repair procedure using an uphold vaginal support system, as the physician was trying to pass the first leg assembly through the sacrospinous ligament, the suture with the needle at the end, detached and was captured inside the capio cage. The physician completed the procedure with another uphold vaginal support system with no complications to the patient, who was fine at the conclusion of the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that during a vaginal vault prolapse repair procedure using an uphold vaginal support system, as the physician was trying to pass the first leg assembly through the sacrospinous ligament, the suture, with the needle at the end, detached and was captured inside the capio cage. The physician completed the procedure with another uphold vaginal support system with no complications to the patient, who was fine at the conclusion of the procedure.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Visual analysis of the returned mesh assembly revealed that the blue dilator with stripe, as well as the lead suture and needle, were broken off and were not returned. Visual analysis of the returned capio device revealed that the needle carrier was bent. Functional testing of the returned capio device revealed that the bent carrier would not deploy to the center of the capio cage. The bent carrier is most likely a result of rotation of the capio device within the patient's anatomy in order to position the dart properly. The broken dilator was most likely caused by use of the hemostats. Even though the break didn't occur at the position of the hemostats, it is likely there was difficulty passing the device through the sacrospinous ligament, and the tensile force overcame the strength of the dilator.